Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, tandem technical support helped the customer to clear the alarm and the customer continued to use the pump for insulin therapy.